Event description:
It was reported that during a robot assisted colectomy, the side of the cartridge was broken. The issue has occurred but the details are unknown at this time, so will be added as additional information becomes available. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). B3: unknown; captured as awareness date. Date sent 3/4/2025. D4 batch #236d15. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the sr75 reload was received with the right gripping surface broken making the reload nonfunctional and it was still attached to the reload. No functional testing was performed due to the condition of the reload. Additionally, a photo was loaded at product complaint level and it shows the reload with the right gripping surface damaged. The event reported was confirmed and it is related to improper use of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 236d15, and no non-conformances were identified. Additional event information: the timing of the breakage is when the cartridge was inserted. ·no broken piece fell into the patient. ·the broken piece will be sent with the returned product. ·only breakage occurred, not completely separated. ·the head nurse said that a new nurse maybe could not insert it properly about the cause of breakage.